Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21212. Follow-up identified the patient is no longer taking antibiotics and is reportedly feeling better.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21212. It was reported the patient experienced unwanted rib and front left abdomen stimulation. Reprogramming was unsuccessful in resolving the issue. X-rays were to be taken as the next course of action; however, follow-up identified the patient was admitted to the emergency room on (B)(6) 2015 due to symptoms of confusion and disorientation. A CT scan revealed an abscess at the lead and ipg sites. Subsequently, the patient's entire system was explanted. The patient is currently on intra-venous antibiotics and is reportedly doing well.